Event description:
Customer obtained results of 358mg/dl and 125mg/dl on accu-chek active s system. Customer reports additional comparison with results of 212mg/dl and 89mg/dl on accu-chek active s system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.